Event description:
A surgeon reports that one-day following intraocular lens (iol) surgery, deposits were observed on both the anterior and posterior sides of the lens surface. The deposits were not noticed during or just after surgery. The patient complained of some difficulty with their vision. The association between this event and the iol is not known. Additional information has been requested.